Event description:
Boston scientific received information that during a routine explant procedure, the physician was unhappy with the position of this lead. Upon repositioning the lead, the physician determined the patient would benefit most from a new lead. This lead was ultimately explanted and replaced. No adverse patient effects were reported during the procedure. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a stretched fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Pulling forces during the explant procedure should be taken into consideration. During further analysis cuttings in the insulation were found which occurred most likely during surgery. In summary, a deformed fixation helix was noted on the returned lead. The analysis did not reveal any sign of a material or manufacturing problem.